Manufacturer narrative:
H6 and h10: the contamination that was found to have been caused by fluid ingression caused by user interface.

Manufacturer narrative:
Returned device was received in decent physical condition. It was noted that the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was duplicated on power-up. The plunger assembly was found contaminated on the inside. The plunger assembly was replaced and preventative maintenance and all functional testing passed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a forced sensor error. No adverse events were reported.